Event description:
It was reported that an overinfusion occurred during use of a patient control module (pcm). This occurred during infusion of 60ml piritramid in sodium chloride. The reporter stated that the pcm was being used with a half day infusor. It was reported that the pcm delivered 40ml of medication rather than the expected 0.5ml. The reporter stated that the device had been connected to the patient, and the patient had used the bolus function one time. After six hours of infusion, the reporter discovered that approximately 40ml of solution had infused. There was no report of patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between november 7, 2011 ¿ november 11, 2011. Evaluation summary: the device was received for evaluation with an attached infusor. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the patient control module (pcm) with no leak observed. A functional flow rate test was performed, and the flow rate of the pcm was found to be within specification. The infusor was then connected to the pcm and another functional flow rate test was performed; the flow rate of the devices was found to be within specification. There were no issues noted during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.